Event description:
Per sr, "the physician was using the device to get an anatomical map and an hour into the procedure, the wire broke. Catheter was removed and they completed with another of the same type of device." Additional information received on 3/25/2010: per (B)(6), complaint reporter "the curve was deformed and no longer steer properly."

Manufacturer narrative:
Based on the investigation result this event is considered reportable. We were able to verify the as reported curve complaint. During visual inspection, a bend on the distal shaft was observed while in the neutral position and a slight protrusion was evident on the distal tubing approximately 1 inch from the tip. During functional curve check both the left and right steering curves did not meet specifications as both curves were deformed. The kevlar assembly was dissected and the center support appeared to be kinked. The solder applied to the center support was intact. During product analysis, the steering wire assembly was inspected and all the manufacturing steps were followed appropriately. The polyester shrink tubing and the kevlar tubing was found to be stretched at the point where the center support kinked, however, there was no protrusion through the kevlar and polyester shrink tubing. The potential root causes for kinked center support were reviewed in blazer process failure mode and effect analysis (pfmea). The results of this review indicate that the current manufacturing process controls to prevent this failure from occurring are adequate. All catheters are 100% visually inspected for proper curve in manufacturing. The curve is also inspected for appropriate curve specification prior to packaging. They are packaged in a protective, clear, straight tray, and the device is again inspected for proper orientation within the packaging. Any damage that may be imparted onto the device during packaging will be caught here. It is likely that aggressively steering the catheter inside the cardiac chamber to obtain a particular or desired curve that may have contributed to this failure mode. Additionally, removal of the catheter from the sheath without returning the curve to neutral position may have also impart stress on the internal wires and center support which can cause additional kinking and bending. Excessive bending or kinking the shaft during the procedure may also damage internal wires. Per blazer dfu precautions are stated, "excessive bending or kinking of the catheter shaft may damage internal wires".

Event description:
"The physician was using the device to get an anatomical map and an hour into the procedure, the wire broke. Catheter was removed and they completed with another of the same type of device." Additional information received (B)(6) 2010 "the curve was deformed and no longer steer properly."

Manufacturer narrative:
This follow-up report is in response to a request for additional information letter dated september 10, 2010. The request for additional information letter referenced user medwatch report numbers (B)(4). User medwatch (B)(4) was the same incident reported on MDR ID 3001236349-2010-00024.